Manufacturer narrative:
(B)(4). G2: foreign, event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that outside of surgery during kit inspection ratchet handle does not move up or down. There was no patient involvement. Due diligence is complete. No additional information is available.